Event description:
Limited mobility [mobility decreased]. Joint spill [joint disorder]. Case narrative: this case is related to case ID.: (B)(4) (cluster case). Initial information received from (B)(6) on (B)(6) 2018 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old (B)(6) patient who experienced limited mobility and joint spill, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc injection dosage unknown via intra-articular route (lot - unknown) for product used for unknown indication. On unknown date, patient experienced joint spill. On unknown date, she also experienced limited mobility and she was under treatment of antibiotic and prednisone. Final diagnosis was joint spill and limited mobility. Corrective treatment: prednisone and antibiotics for both the events. Outcome: unknown for both the events. Seriousness criteria: intervention required for both events. A product technical complaint was generated, and results were pending for the same.

Event description:
Limited mobility [mobility decreased] . Joint spill [joint disorder] . Case narrative: this case is related to case ID.: (B)(4) (cluster case). Initial information received from panama on 24-oct-2018 regarding an unsolicited valid serious case received from a physician. This case involves a 60 years old female patient who experienced limited mobility and joint spill, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc injection dosage unknown via intra-articular route (lot - unknown) for product used for unknown indication. On unknown date, patient experienced joint spill. On unknown date, she also experienced limited mobility and she was under treatment of antibiotic and prednisone. Final diagnosis was joint spill and limited mobility. Corrective treatment: prednisone and antibiotics for both the events. Outcome: unknown for both the events. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on 08-nov-2018 for synvisc , batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional follow up information received on 08-nov-2018: gptc results and number was added. Text amended accordingly.

Event description:
Limited mobility [mobility decreased]. Joint spill [joint disorder]. Case narrative: this case is related to case ID.: (B)(4) (cluster case). Initial information received from panama on 24-oct-2018 regarding an unsolicited valid serious case received from a physician. This case involves a 60 years old female patient who experienced limited mobility and joint spill, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc injection dosage unknown via intra-articular route (lot - unknown) for product used for unknown indication. On unknown date, patient experienced joint spill. On unknown date, she also experienced limited mobility and she was under treatment of antibiotic and prednisone. Final diagnosis was joint spill and limited mobility. Corrective treatment: prednisone and antibiotics for both the events. Outcome: unknown for both the events. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on 08-nov-2018 for synvisc , batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional follow up information received on 08-nov-2018: gptc results and number was added. Text amended accordingly. Additional information was received on 15-nov-2018. Analysis of similar incidents comment was added.